Event description:
Rn hung platelets. As tubing was being primed noticed a small leak at end of tubing. Called blood bank who requested platelets be thrown away as there could be contamination. More platelets ordered. Platelets hung within 1 1/4 hrs of event. No adverse impact on pt.what was the original intended procedure?platelet administration.device #1is this a laboratory device or laboratory test?no.